Event description:
Procedure: lower anterior resection. According to the report: consultant was doing lar. Stapler could not fire completely. The surgeon suspected a leakage so 40-45 minutes was added while the surgeon sutured the tissue.

Manufacturer narrative:
Date initial report sent: 09/30/2009.